Event description:
The balloon on the stent delivery system (sds) would not deflate after the stent was deployed. Pci was performed in a 60% de novo tubular lesion in the mid lad of 30mm in length in a 3.0mm diameter. After deploying a cypher at 14 atm with a maverick balloon, the balloon on the sds would not deflate. Attempts to puncture it were unsuccessful. The physician eventually pulled into the guide and removed the entire system. There was no injury to the patient. The sds and the guide are being returned. The product is available for analysis but the engineering report has not been completed. Additional information received will be submitted within 30 days upon receipt.